Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen was red with the number "46876" on it, which indicates a replacement of the printed wire assembly is needed. Reporter stated troubleshooting was performed and was unsuccessful. The patient's medication was expected to be empty the following day. Reporter stated the medication reservoir appears full, and pump screen displays reservoir volume 0 ml. There was no reported patient harm. The event occurred while in use with patient at the patient's home.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.